Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a monitoring voltage of 3.15 out of the box. The boxed value was 3.25 volts. The device will be returned for analysis.